Manufacturer narrative:
(B)(4). Although the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported difficulty removing the protective sheath could not be replicated in a testing environment as the protective sheath was not returned. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during unpackaging of the 2.5x18mm device, the protective sheath was difficult to remove and the implant dislodged from the delivery catheter; thus the device was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. An unspecified drug-eluting stent (des) was used to successfully complete the procedure. There was no additional information provided. The device was returned with no implant dislodgement as reported; however, the distal shaft (balloon proximal seal and innermember) was separated. Follow-up information received from the account confirmed that the noted distal shaft separation was inadvertently initially reported as an implant dislodgement.

Manufacturer narrative:
(B)(4).